Event description:
The company was informed that the pt was treated for an infection after implant surgery. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.